Event description:
Pt's peritoneal dialysis nurse called on behalf of the pt requesting a replacement cycler because of recurring drain alarms. Doctor and nurse wanted to rule out the cause of alarms before additional peritoneal dialysis surgery was performed. Three months previous, the pt underwent umbilical hernia surgery including a new peritoneal dialysis catheter. Hernia was repaired because pt could not fill with dialysis solution.

Manufacturer narrative:
During testing of the returned liberty cycler, the reported drain alarms were not verified. During two simulated treatments, all volumes were acceptable and within specifications. The weighted and displayed fill volumes were within specifications. The data sheet from the test treatment reflected the programmed treatment settings. However, the alarm m77 encoder flag error occurred during the set up and treatment. After teaching the pumps, a simulated treatment was completed without any further alarms or failures. Per the fresenius pharmacovigilance physician: I have viewed the clinic records and the info given. Pt appears to have an umbilical hernia which possibly worsened with peritoneal dialysis. Pt reported larger than prescribed drains, with several cycler alarms, but there was no cycler malfunction found. Pt's hernia requiring surgical repair is not likely due to the use of the cycler. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.